Event description:
It was reported that during the implant procedure, the delivery catheter kinked due to patient anatomy and was replaced. The replacement catheter was inserted and the left ventricular (lv) lead was implanted, however, while slitting the delivery catheter, the lv lead dislodged due to the force being quite great. The lv lead was not implanted and the physician chose to utilize his bundle pacing instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.